Event description:
Report received of the pt "bleeding out and almost died". There have been multiple unsuccessful attempts to obtain further info from the customer.

Event description:
Co received additional info from the user facility risk manager. "There are no incident reports or data to support any adverse pt events. I believe any problem was noted before a problem arose."